Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use a sprinter otw balloon for dilatation of the lad. Patient had tortuous cv system in the area of the procedure. The sprinter otw balloon was inserted over a non-medtronic guidewire into the lad. It was reported that the balloon was inflated at the mid lad and burst at 12 atm. The physician noticed this immediately and the device was removed over the guidewire. A non-medtronic balloon was also attempted to be used but also burst on inflation in the mid lad at 8 atm. No harm to patient.